Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a syncopal episode. Capture could not be confirmed on the left ventricular (lv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.